Event description:
During a post-implant follow-up examination, exposed material was observed. The pt was not symptomatic. The doctor stated that the pt is experiencing a stable improvement in leakage. No further complications have been reported.